Event description:
On (B)(6) 2012, the patient contacted animas and reported that the up arrow keypad button required multiple button presses in order to elicit a response and was getting worse over time. The patient also stated that the contrast button was unresponsive; the contrast button has no effect on insulin delivery function. It was noted that the keypad just started peeling away from the side of the pump. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. The patient reportedly wore the pump under clothing and occasionally used a lens cleaner to clean the pump. There was no reported patient impact associated with this complaint. It is not indicated as to whether or not the reported tactile issue with the keypad occurred prior to the reported damage to the keypad. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be torn around the ok and contrast keypad buttons. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The evaluation revealed that the up arrow and contrast keypad buttons were intermittently responsive. The down arrow and ok keypad buttons responded to button presses as expected. All of the keypad buttons were found to spring back and click back normally. There was evidence of contamination found under the key contacts. Unrelated to the complaint, evaluation revealed a dim and discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.